Event description:
Event description boston scientific received information that this atrial pacing lead exhibited pacing impedance measurements greater than 3000 ohms. Sensing and threshold mesurements steadiliy increased. Boston scientific received subsequent information that the lead was surgically abandoned and a non-guidant pacing lead was successfully implanted. This implantable cardioverter defibrillator (ICD) was electively explanted at the time of the lead change out. There were no allegations against the device function or longevity.